Manufacturer narrative:
This report is being submitted to update b5 ((describe event or problem), h2 ( follow-up, what type, h6 (device codes) and h11 (additional MFR narrative).

Event description:
It was reported that during a routine follow up appointment this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a code 2010 on the programmer screen. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to interrogate device in a electromagnetic interference (emi) free environment. The physician advised code 2010 still appears on the programmer screen. Rhythmcare suggested device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the code 2010, is indicative of a firmware update being required. In this case, the firmware update could not be completed, and the device could not be interrogated. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to end the current interrogation session, and try again to interrogate the device. The physician advised code 2010 still appears on the programmer screen. Rhythmcare advised that currently this device is able to continue providing therapy for the patient, however, a recommendation for device replacement in the near future was provided.. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up appointment this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a code 2010 on the programmer screen. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to interrogate device in a electromagnetic interference (emi) free environment. The physician advised code 2010 still appears on the programmer screen. Rhythmcare suggested device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the code 2010, is indicative of a firmware update being required. In this case, the firmware update could not be completed, and the device could not be interrogated. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to end the current interrogation session, and try again to interrogate the device. The physician advised code 2010 still appears on the programmer screen. Rhythmcare advised that currently this device is able to continue providing therapy for the patient, however, a recommendation for device replacement in the near future was provided. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted and replaced. The device is expected to be returned. No adverse patient effects were reported. It was indicated that this device would be returned. Several attempts for follow up with the field representative for return were made. However, to date the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This report is being submitted to update b5 (describe event or problem), h7 (remedial act, type), and additional MFR narrative). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically because the reported observation(s) were traced to the device, but a specific cause could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that during a routine follow up appointment this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a code 2010 on the programmer screen. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to interrogate device in a electromagnetic interference (emi) free environment. The physician advised code 2010 still appears on the programmer screen. Rhythmcare suggested device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that the code 2010, is indicative of a firmware update being required. In this case, the firmware update could not be completed, and the device could not be interrogated. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to end the current interrogation session, and try again to interrogate the device. The physician advised code 2010 still appears on the programmer screen. Rhythmcare advised that currently this device is able to continue providing therapy for the patient, however, a recommendation for device replacement in the near future was provided. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted and replaced. The device is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up appointment this cardiac resynchronization therapy pacemaker (crt-p) device exhibited a code 2010 on the programmer screen. A request was made to have data from this device analyzed. Rhythmcare reviewed device data, and provided recommendations to interrogate device in a electromagnetic interference (emi) free environment. The physician advised code 2010 still appears on the programmer screen. Rhythmcare suggested device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.